Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated with afx. Endologix was made aware of a type iii endoleak (indeterminate origin- type not initially reported). The endoleak was identified approximately 4-years post-op. The physician elected to treat the patient with aui approximately 2-weeks post identification of the endoleak. The patient condition post treatment was not initially reported.